Manufacturer narrative:
This report is submitted on july 9, 2018. (B)(4).

Event description:
Per the patient's surgeon, the magnet was explanted on (B)(6) 2018, due to the patient reporting headaches and pain in the parietal and occipital areas superior and posterior to the implant site. It was also reported that the sound processor was not used; reprogramming attempts were made; however, the patient did not use it.